Event description:
It was reported that the device had ripped and bubbled dso seal. There was no patient involvement, or patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had ripped and bubbled downstream occlusion (dso) seal¿ was confirmed through visual inspection. Found torn and bubbled dso seal. Further investigation found air bubble in upstream occlusion (uso) seal, lifting air in line detector (aild), and torn battery door gasket. Replaced dso seal, uso seal, aild, and battery door. Performed dso/uso calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.